Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock. The physician inserted the impella device without evaluating the properties of the patient's blood vessel anatomy and support was initiated. After 5 days of support the patient developed a cerebral infarction which resulted in patient death. The relationship between this event and the impella could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.